Event description:
Event description guidant received information that during the implant procedure for this pacemaker dependent patient, this lead displayed high threshold measurements and was unable to pace the ventricle. The patient complained of dizziness and experienced syncopal episodes, secondary to periods of asystole throughout the procedure. The lead was not implanted and another lead was successfully placed. Because the second lead was placed near the original implant site, the first lead was suspected to be broken. The lead was returned to guidant for analysis.